Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the tandem t: slim x2 alerted to egv 72 mg/dl. The patient had no glucometer at that time and did no calibration. He then suddenly felt weak and fell down - injuring his kneecap and eyebrow. He called his brother who then took him to the emergency room (ER). Upon arrival the did a fingerstick which showed a bg reading of 32 mg/dl and said that he might have passed out at that time. The egv at that time was not documented. They gave him IV fluids; the patient is not sure what else the IV contained. A brace was placed on his kneecap and stitched the wound in his eyebrow. The patient was discharged from the hospital on (B)(6) 2025. At the time of the call, the patient said that he is fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.